Event description:
It was reported that an ilet user received an ¿insulin low¿ alert the day after a supply change and later experienced an occlusion alert while noting kinked tubing from pocket carry; the user¿s blood glucose reached 319 mg/dl and remained elevated for about two hours until the user replaced the infusion set, cartridge, and tubing, after which glucose trended down to 217 mg/dl. Symptoms included feeling fine. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer service troubleshooting and education regarding occlusion and infusion set management. Investigation of this case revealed that an occlusion associated with kinked tubing and associated low insulin delivery led to hyperglycemia that resolved only after a full supply change, consistent with an infusion set issue. It was concluded, based on previously established findings for similar reports, that the cause was user-related tubing kink leading to occlusion and insufficient insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.